Event description:
Customer reported, during daily check of device, the device would not pass self test. No pt involvement. Service rep duplicated reported condition. Device was repaired and proper operation was confirmed.